Event description:
According to the reporter: lens at the end of the cannula fell off completely during procedure. The lens fell into the pt. There was no unanticipated tissue loss. There was no tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. The lens was retrieved from the surgical site.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 04/25/2014.